Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with approximately 270-300 units of insulin. At the time of the reported event, the customer reloaded the cartridge successfully and received an accurate fill estimate. There was no impact to the customer's blood glucose level.